Event description:
It was reported that the customer had issues with the enlite sensors. Customer work up one morning with her sensor glucose reading being 59 mg/dl and her blood glucose level was 129 mg/dl. Customer reported that the pump went into threshold suspend. Customer mentioned getting calibration errors for an estimated total of 8 times. Customer stated that when she first installed her first sensor, it would not read and would not stick to her. Customer had to take it off and go through them more often than she should. Customer used up a total of about 5. Customer was reminded that it is recommended to calibrate 3-4 times per day when her blood glucose levels are more table. Customer understood. Customer declined being transferred to the help line for sensor issues since her current sensor is working right now. Customer mentioned having a no delivery alarm on the pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.